Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to hospital with altered mental status with fever, tachycardic and mildly hypotensive which improved with intravenous fluid. The patient was administered antibiotics and antiviral medication. Blood cultures were performed and returned positive for methicillin sensitive staphylococcus aureus (mssa) and patient noted to be sepsis. The patient referred to the main cardiologist for further evaluation. The patient later presented to the main cardiologist, a transesophageal echocardiography (tee) performed was negative, did not reveal vegetations involving the valves or pacemaker leads. It was noted that the patient had issues with pacemaker healing following implant with redness of skin at the incision and raised left lateral edge, no bleeding or drainage at the site was noted and patient was without fever. The current incision/pocket site status appeared visibly normal. Mssa bacteremia, sepsis was confirmed. Additionally, the patient was noted with mitral valve regurgitation and mild tricuspid regurgitation. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted. Antibiotic treatment was administered. A temporary pacing system was implanted that was subsequently, explanted and replaced a few days later and, an implantable pulse generator (ipg) system was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.